Event description:
At 5 am today, I needed to put my contact lenses in but discovered that I had run out of the solution to rinse lenses before putting them into my eyes. I opened a new box of ciba vision clear care no rub cleaning & disinfecting solution value pack / bottle, 2 / pack 12 oz, pulled out a bottle -which looks like most rinsing-solution bottles-, rinsed the lense, put it in and immediately felt excruciating pain in the eye. I was not sure of the reason for the pain, had considered rinsing the eye with the same solution to relieve the pain but in the end simply rinsed it with water because I could not even open the eye, due to pain. After a few mins, I tried to find some info on the box that would tell me if this pain should be expected, or what to do in case of pain. There was no safety info on the box. I started looking at the bottle and after much trouble, using the unaffected eye, found in tiniest font possible a sentence saying "do not rinse lenses with this solution" -without any explanation that it is not just a convenience feature but a health hazard. Still looking for info about what to do when the eye burns, I searched for a package insert but there was no info on what to do. I eventually noticed that on the inside of the box, there was some text in red. I had to rip the box apart, which tore through some of the text on the inside. From the bits that I could still see, I read that you are not supposed to rinse lenses with this solution -again, without explaining that it's not just a nice feature but that it would actually burn your eye-. I wish a clear warning had been printed prominently on the outside of the box, so I would know what I was buying and would know how that it is different from the other contact lens solution before I had to use it, half-blind. I also wish it were called not "clear vision", which is very misleading, but something like "hydrogen peroxide solution for lens disinfection", which would communicate some important info before you made the purchase and started using it. Dose or amount: 1 rinse. Frequence: 1. Route: ophthalmic. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: chemical burn with hydrogen peroxide solution.